Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per legal complaint: on (B)(6) 2006 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2006 ¿ patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿two defects in the fascia at the prior repair site in midline was noted. The hernia was easily reduced and bowel was removed from the abdomen. A composix kugel mesh was placed over the defect through the fascia and secured with sutures and tacked down. The remaining fascia was closed and sutured circumferentially. On (B)(6) 2007 ¿ patient was diagnosed with infected mesh with abdominal pain and recurrent ventral hernia thereby underwent open repair with removal of infected mesh and implant of synthetic mesh. Per operative notes, ¿the purulent drainage was cultured and mesh from the prior repair with areas of scar tissues were completely removed from peritoneum. Adherent bowel from the anterior abdominal wall was freed. The hernia sac was reduced, and piece of synthetic mesh was placed and irrigated circumferentially. The fascia was closed and secured with sutures and tackers.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2006 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."